Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
A 2nd tigerpaw system ii device was used to secure left atrial appendage (most likely the first tigerpaw system ii device was misfired). There was no bleeding based on this event. . There were no patient negative effects.